Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/3/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code v5180h. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an used needle suture piece of product code v5180 could be observed in picture. The needle was observed broken near of the swage area. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle piece retrieved during the same procedure? Yes. Was additional dissection required in other organs/tissues other than the target tissue? Yes another incision was done. Was there any additional tissue damage as a result of searching for the needle piece? No. How many minutes was the procedure extended? 10 minutes. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Were there any patient consequences? No. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section in 2021 and suture was used. During the procedure, when the perineum was sutured, the needle broke in the patient's muscle. The doctor had to make a scalpel incision to retrieve the needle. No adverse patient consequences were reported. Additional information was requested.